Event description:
It was reported "cannot thread 025 wire over iab to insert into patient". It was stated that "they removed the first iab that would not thread over the packaged wire, used a new device, and had the same trouble threading over the wire, but this time used a 022 coronary wire to thread the iab in. It was described that the packaged 025 wire was not threading from the proximal tip or from the distal entrance of the central lumen. After placing the second device, they could not get an arterial pressure reading from the central lumen. They aspirated from the central lumen, there was no blood return present. The patient had a femoral line and suggested the use of a radial site because the femoral can lead to poor timing. Physician stated the patient recently had a CABG and they used radial grafts, it was mentioned to place a radial arterial line in the unaffected limb. When timing was checked for the second device, the patient was timed appropriately." Patient condition reported as "fine".

Manufacturer narrative:
(B)(4) per review of complaint details, a possible central lumen occlusion was reported with the intial complaint details received on 13 oct 2023. Event was already reported under MDR 3010532612-2023-00596 that was submitted on 24 oct 2023. Therefore, this is not a second event that occurred with the same patient, this event captures an additonal failure mode that will be investigated if the sample becomes available at a later date.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as the sample is pending to be returned for analysis. MDR 3010532612-2023-00596 was submitted on 24 oct 2023 as this is the second event with the same patient. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "cannot thread 025 wire over iab to insert into patient". It was stated that "they removed the first iab that would not thread over the packaged wire, used a new device, and had the same trouble threading over the wire, but this time used a 022 coronary wire to thread the iab in. It was described that the packaged 025 wire was not threading from the proximal tip or from the distal entrance of the central lumen. After placing the second device, they could not get an arterial pressure reading from the central lumen. They aspirated from the central lumen, there was no blood return present. The patient had a femoral line and suggested the use of a radial site because the femoral can lead to poor timing. Physician stated the patient recently had a CABG and they used radial grafts, it was mentioned to place a radial arterial line in the unaffected limb. When timing was checked for the second device, the patient was timed appropriately." Patient condition reported as "fine".

Event description:
It was reported "cannot thread 025 wire over iab to insert into patient". It was stated that "they removed the first iab that would not thread over the packaged wire, used a new device, and had the same trouble threading over the wire, but this time used a 022 coronary wire to thread the iab in. It was described that the packaged 025 wire was not threading from the proximal tip or from the distal entrance of the central lumen. After placing the second device, they could not get an arterial pressure reading from the central lumen. They aspirated from the central lumen, there was no blood return present. The patient had a femoral line and suggested the use of a radial site because the femoral can lead to poor timing. Physician stated the patient recently had a CABG and they used radial grafts, it was mentioned to place a radial arterial line in the unaffected limb. When timing was checked for the second device, the patient was timed appropriately." Patient condition reported as "fine."

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.